Manufacturer narrative:
Vasoseal was used on the rfa following a diagnostic catheterization procedure. Six days post vasoseal during a CABG, erythema was noted in the groin where vasoseal was used. Evacuation of purulent material was done. Code 86: evaluation of this event is based on manufacturing and qc procedures and the historical use of device related to this event. Code 68: product assumed to be sterile based on manufacturing and qc procedures. Attribute infection to inadvertent contamination during or after procedure. 11. Correction delete 1738 from h. Previously included due to a misunderstanding of coding manual and requirement to identify if f10 codes are labeled.